Event description:
The medwatch report states 2 cna's were transferring the resident from the bed to a wheelchair, when the resident allegedly arched her back, causing her to fall out of the sling backwards and hit her head on the floor, resulting in a laceration that required 3 stitches.

Manufacturer narrative:
Customer was being transferred by two attendants when the pt reportedly arched her back and fell out of the sling, hitting their head and requiring stitches. The lift had been in service for over 5 years device and maintenance history is unk. Nature of complaint suggests a transfer error. User guides are clear in instructing as to the proper and safe use of the product. MDR filed on alleged injury.